Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a failed battery test from the insulin pump. The customer stated that she has been having issues with the pump and the battery only lasting about 2-3 days. The customer stated that she received a failed battery test. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer also stated that she had high blood glucose readings but declined to troubleshoot. The customer treated the high blood glucose readings with shots.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.